Event description:
Patient admitted to hosp with high watt alarms and elevated ldh, pt had subsequent sudden increase in ldh and watts he was taken to operating room for emergency heartware pump exchange: hm3. Pt remains critically ill in the ICU, no further vad complications post hm3 implant. .